Event description:
The rptr stated the dental surgeon reported that a female pt went into severe anaphylactic shock after a dental bone grafting procedure using dynablast paste. The pt was taken to the hospital by ambulance. The dental surgeon believes that the pt had an allergic reaction to the product. The pt was connected to an intravenous infusion the entire time, and had had previous procedure using IV sedation. The dental surgeon went to the ER and retrieved the bone graft material. The pt is now doing well.

Manufacturer narrative:
Integra has requested additional clinical info. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.